Event description:
Cryoprobe froze all the way up the shaft at pre-test.

Manufacturer narrative:
Device evaluated using simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.